Event description:
In the three different types of sterilization (eto gas, steam and hydrogen peroxide sterilization) there are multiple color changes to indicate that the items were processed. For each method and each vendor, there is no standardization of color coding for the arrow, tape, paper and incheck sterilization packaging indicators. Instead, there is dependence on memorization increasing the chance for error in identifying that sterilization has occurred.